Event description:
During service and repair it was discovered that the device had a "damaged component-cable/cord/wiring". The device was not used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During service and repair it was discovered that the device had a "damaged component-cable/cord/wiring". Therefore, the reported condition was confirmed. The cause of the event was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).